Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer inserted the syringe into the fill septum, the needle entered further than usual. The cartridge leaked; the location of the leak was not known. The customer loaded a new cartridge. The customer's blood glucose was 150 mg/dl.